Event description:
It was reported that multiple episodes of noise were noted on the right ventricular lead. The pulse generator was programmed to aai mode.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.